Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Additional data: b5: the lens was explanted on (B)(6) 2020. The lens was exchanged for a longer lens and the problem was resolved. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, in the patients right eye (od) on (B)(6) 2020. The lens was reported as having low vaulting and remained implanted. The cause of the event was unknown.